Event description:
A malfunction on the pump was reported. The issue caused the customer's blood glucose level to be high, with the exact value unknown, but displayed as "high." The customer planned to use multiple daily injections (mdi) to address the high blood glucose level. Technical support provided the customer with information on resetting the pump and assisted them with the process. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any further issues.